Event description:
A customer's father reported that whilst at home, his daughter obtained a high reading on her freestyle lite meter. It was reported that the customer obtained a reading of "hi" followed by a second reading of 26.1 mmol/l within a 10-minute timeframe. As a result of these readings, the customer's father treated her with insulin which slowly brought her readings down to 13 mmol/l. Approximately 30 minutes later, another reading was taken of 26 mmol/l and the customer lost consciousness. The customer's father called the paramedics who arrived 17 minutes later. On arrival the paramedics obtained a reading of 2.7 mmol/l on their hcp meter. As a result of this reading, they treated the customer with a glucose injection. The customer was then taken to hospital. There was no specific treatment or diagnosis reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customers meter has been requested for investigation. A follow-up report will be submitted when the investigation is complete.